Manufacturer narrative:
(B)(4). Additional information has been requested. However, at this time there is no further information available. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited noise and oversensing with pacing inhibition. Boston scientific technical services (ts) confirmed noise on lv electrogram (egm) and discussed troubleshooting. Ts discussed that the lv lead may have pulled back and was picking up signals from the right atrium. Additional information was unable to be obtained. At this time, there is no evidence that intervention has been performed to mitigate the issue. The lv lead remains in service. No adverse patient effects were reported.